Event description:
The patient presented to the hospital with several inappropriate shocks due to noise. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received as received the lead was returned broken. The insulation was cut/damaged at 5.7 cm from the connector pin. Sem analysis indicated all filars of the distal coil were fractured at 64.3 cm from the connector pin due to bending fatigue.